Event description:
Eight pt samples with discrepant calcium results. Same sample used for repeat testing. Sample 1, initial result gave 8.5 mg/dl; repeat 9.4 mg/dl. Sample 2, initial result gave 8.6 mg/dl; repeat gave 9.5 mg/dl. Sample 3, initial result gave 8.7 mg/dl; repeat gave 9.5 mg/dl. Sample 4, initial result gave 8.4 mg/dl; repeat gave 9.3 mg/dl. Sample 5, initial result gave 8.6 mg/dl; repeat gave 9.4 mg/dl. Sample 6, initial result 7.9 mg/dl; repeat gave 8.7 mg/dl. Sample 7, initial result gave 8.6 mg/dl; repeat gave 9.5 mg/dl. Sample 8, initial result gave 8.6 mg/dl; repeat gave 9.4 mg/dl. No adverse events reported in association with the incorrect results. The field service representative was unable to determine the cause of the discrepancies. Performance tests were performed which were within specifications.